Manufacturer narrative:
The pump was tested to duplicate the "powers self off" failure. User reported failure was detected. The cause of failure is likely due to intermittent failure of a circuit board or the cable. The pump was repaired by replacing the circuit board and cable, and tested to meet all the specifications. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00010_complaint 2013-233) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "the pump randomly stops its infusion. It has been twice before for the same problem. " no patient was involved in this case.